Manufacturer narrative:
Additional information was provided that indicates that the event was caused by a calculation error. There was no product malfunction. Had this information been known, the initial medical device report, 1119421-2021-01028, would not have been sent. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the replacement lens was the same model but 1diopter difference in power.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reported blurred distance vision. There was an unexpected refractive error. Additional information has been requested.